Manufacturer narrative:
The calibration and qc results were acceptable, therefore a general reagent issue could be ruled out. The investigation is ongoing.

Event description:
There was an allegation of questionable crej2 (creatinine jaffe, gen 2) results from the cobas integra 400 plus. The initial result was 2.19 mg/dl with a data flag and was reported outside of the laboratory. The patient asked for clarification because the result was too high according to the patient's expectations. The customer changed the reagent cassette to lot 603578, performed new calibration and qc, and ran the same sample again. The repeat results were 0.56 mg/dl and 0.54 mg/dl. The reagent lot number was 59116701 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.